Event description:
The pump was returned for investigation. Investigation revealed that the force sensor flex trace was found to be open on the flex cable. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box verified a loss of prime with non-zero force. The rewind, load and prime steps were performed with no loss of prime. The pump was exercised for 24 hours on 1 unit per hour basal rate with no loss of prime. The pump case was removed and investigation revealed that the force sensor flex trace was found to be open on the flex cable.